Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user did not see insulin drops and the display showed 48.8 units remaining; the agent guided the caller to rewind and check the cartridge, and it was determined the user had inserted a previously used, partially filled cartridge before proceeding to place a new cartridge and complete the change, representing an incorrect procedure related to the tubing/cartridge components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect method, with the tubing component referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.